Event description:
The nurse reported a pt who had been injected with radiesse in the forehead and nose in 2007. The pt developed redness, pain and some necrotic tissues of the upper nose area. The pt was prescribed cipro and augmentin and a sterile wash method and to apply neosporin on the affected area daily.

Manufacturer narrative:
The lot number for radiesse was not provided; therefore, the device history records could not be reviewed. Radiesse injections of the nose and forehead are considered an off-label use. Repeated calls were made to the nurse and the physician for follow up; and the calls were not returned. We apologize for the delay in filing this report.